Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an inaccurate fill estimate after loading a cartridge after loading a cartridge. Reportedly, the cartridge was filled with 300 units of insulin, and the insulin gauge remained static at 130 units. There was no impact to the customer's blood glucose level. Multiple attempts were made by tandem¿s technical support to ensure that the fill estimate began to decrease as expected; however, no further information was provided.